Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during hand surgery on (B)(6) 2018, a 2-flute drill bit was noticed to be broken. During procedure, the surgeon was drilling and upon removing the drill bit from the bone, it was evident that the drill bit has broken. The fragments were removed, and the surgeon used another drill bit to continue the procedure. There was no surgical delay reported. No serious or permanent damaged reported to the patient. Concomitant device reported: drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm drill bit. This is report 1 of 1 for complaint (B)(4).